Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose was 126 mg/dl. Customer stated the alarm occurred while filling the reservoir. Customer stated they were unable to observe insulin coming through the priming process. The customer stated they were able to resolve the alarm with an infusion set and reservoir change. The customer agreed to return the reservoir for analysis.